Event description:
During the procedure after the patient was intubated, it was noted that the workmate claris did not communicate with the workmate claris computer. The issue was unable to be resolved and the procedure was cancelled.